Event description:
It was reported that a spectrum pump did not alarm upstream occlusion during heparin therapy. The clamp that enters the pump was not fully unclamped. Drips were flowing. However, it did not appear that the total volume infused matched with what was left in the heparin bag. The slide clamp was partially occluding the tubing upstream. There was n report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.